Event description:
It was reported that the user experienced hypoglycemia with a documented blood glucose of 50 mg/dl on the first night using the ilet following a first meal bolus. The agent provided troubleshooting and education noting the algorithm learning period. Symptoms included hypoglycemia and shakiness. Outcomes included use of oral glucose to correct the event with return to range, with no alerts or alarms reported and no hospitalization. Investigation included complaint evaluation and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral carbohydrate and no further clinical impact was reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.